Manufacturer narrative:
(B)(4). Batch # n9051m. The analysis results of the flr01 found that it was received with the retractor torn. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a retractor sheath contains tears, cuts or holes defect/issue related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the retractor is observed to be torn and separated from the ring, but there is no apparent loss of material. No conclusion could be reached as to the cause of the observed condition as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The batch history records were reviewed and identified a torn retractor defect related to the reported incident was found in the manufacturing on one of these batches. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colon cancer surgery procedure, the nurse opened the package and found the device was broken already. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.